Event description:
It was reported that a patient had a loss of therapeutic effect. There was less than 50 percent therapy relief. Diagnostic testing and troubleshooting included impedance testing, x-rays, and reprogramming. Reprogramming and impedance checks were run multiple times. The physician chose to replace the entire system. The patient returned to her healthcare professional nine days later and was doing great. She was very happy with the results.

Manufacturer narrative:
Product ID 3093-28, lot# va08f3g, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the stimulator, serial # (B)(4), found no anomaly.